Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that it was observed that there were instances of accidental detachment of the needle from the suture thread at the junction where they are "welded" together. In other cases, upon opening the package, needles were already found detached from the thread. Additional information has been requested.